Event description:
It was reported that the physician, who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system after a left heart catheterization. Resistance was met on deployment and the sheath did not entirely split. The clip never deployed. The device was removed and hemostasis was achieved with manual compression. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A supplemental report will be submitted with any relevant info.